Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when using the fluid air exchange, air did not come out through the infusion tubing line during surgery. The pak was replaced and the process proceeded normally. There was no report of patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was returned and upon visual inspection a crack on the infusion chamber was observed. The infusion chamber was able to be detached from the pinch plate. It's possible this damage was a contributing factor to the reported event. A cassette from lab stock was used to continue testing with the fluid/air exchange manifold. A calibrated console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The fluid/air exchange manifold functioned as intended during testing. However, the broken infusion chamber will affect the ability of the cassette to operate. The most likely root cause is related to a weak weld between the infusion chamber and pinch plate of the cassette. After review of this complaint, it has been determined that no further actions will be pursued at this time. Current tracking indicates no adverse trend for this lot for this event. After final assembly, each cassette is leak and flow tested to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).